Event description:
The customer's wife reported that her husband's "infusion site became infected" as a result of wearing the pod. The site had to be "cut open and drained." No additional info was provided regarding the event or the pod. No product will be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and received medical attention in order to treat the condition. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.